Event description:
It has been reported to philips that the allura system would not turn on. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not turn on. The review of log files shows malfunction in host-pc. Upon functional testing, the fse found that the issue was with host pc, the ethernet port was broken and power supply of the host pc was bad. To resolve this issue, the philips engineer replaced host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.